Manufacturer narrative:
(B)(4).

Event description:
Procedure type: donor nephrectomy. According to the reporter: during the procedure, the device could not cut and coagulate. A new device was opened to complete procedure. There was oozing of blood. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.